Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed. The download data indicates that the device ran 0 pulses and then was deactivated due to a hazard alarm. An 0x12 alarm was present in the data download signalling the batteries had low voltages. All voltages were measured and found to be at the acceptable level. Communication could not be completed when attempting to test the shelf mode current. The cause of the hazard alarm could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that a patient¿s blood glucose reached 162 mg/dl while wearing the pod for less than an hour. The needle mechanism did not deploy as intended during activation.